Event description:
It has been reported to philips that the host computer lost communication with the system, which would prevent the system from booting. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the host computer lost communication with the system. During troubleshooting, the rse found that the data monitor was black and restarting the host pc manually did not resolve the issue. The philips field service engineer (fse) inspected the system onsite and replaced the host pc, hard drive and imported the license. The defective host pc was returned to philips for part analysis. The analysis confirmed the malfunction of the host pc, and the cause identified was defective power supply unit. After the replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.